Manufacturer narrative:
Vyaire medical's failure analysis lab confirmed the reported complaint through the events log and duplicated during functional check. The pcba vela main coldfire will be scrapped per (B)(4) failure investigation.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault upon start-up. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.